Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump was not delivering enough as customer experiencing high blood glucose level 279 mg/dl. Customer stated difference between sensor glucose level and blood glucose level so they turned of auto mode of insulin pump. Sensor glucose level was going down. No harm requiring medical intervention was reported. Insulin pump will not be returned for analysis.